Event description:
The customer returned the evis exera ii duodenovideoscope to olympus with no description. During the device evaluation, white foreign material in the air/water tube and a forceps elevator leakage was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an air/water cylinder and suction cylinder with no color, a shaved forceps channel port, a corroded electrical connector due to a water leakage, a discolored distal end and adhesive around the light guide lens, a cut connecting tube, a damaged protector of the universal cord on the suction connector side, and lost water tightness of the forceps elevator. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by error in reprocessing and irregular stress applied to distal end by user. The events can be detected/prevented in accordance, with the following instructions for use: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Chapter 5: reprocessing the endoscope (and related reprocessing accessories) 5.3; leakage testing of the endoscope. "Important information-please read before use. Warnings and cautions: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.